Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Our investigation was limited to the review of the device history record, which showed that each manufacturing and inspection operation was performed and indicated complete in accordance with sjm specifications and procedures. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
The patient with a history of myocardial infarction, hypertension, diabetes, cardiomyopathy, congestive heart failure, hyperlipidemia, smoking, coronary artery disease, and left ventricular dysfunction underwent aortic valve replacement on (B)(6) 2008 with this 25 mm sjm trifecta valve. A transthoracic echocardiogram was performed on (B)(6) 2013 for a 5 year follow-up visit as part of the trifecta ltf study. The echo revealed an estimated mean transaortic pressure gradient of 53 mmhg and moderate aortic regurgitation. Significant prosthetic aortic valve dysfunction was noted as the cusps appeared moderately thickened with marked restriction of cuspal motion. Initially it was reported the valve would not be explanted due to health risks and that it was not recommended this patient undergo valve replacement surgery. Additional information received indicated the patient presented to the emergency room in (B)(6) 2013 with increasing shortness of breath and was thought to have worsening heart failure secondary to severe aortic stenosis. On (B)(6) 2013, a tavi procedure was performed and a 26 mm edwards sapien transcatheter valve was implanted within the trifecta valve. Echocardiography confirmed the result was excellent with no aortic regurgitation. The patient made an uneventful recovery and was discharge home two days postoperatively.